Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device comb and roller was broken. The event occurred during pre-op testing. No harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device comb and roller was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number 1507024, and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review of skin graft mesher serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was july 22, 2016 where it was reported that the device needed repair and the roller, worn bushings, worn side plates, damaged comb, gear, and ball detents were replaced. This is not a related issue. Product review of the skin graft mesher on august 15, 2018 revealed that the pretests could not be taken due to the damaged comb. The roller, gear, and side plates had visible damage. The 2195 series meshgraft ii ratchet was sent in with the device. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete cut and were deemed non-repairable. The 3:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 15, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pretests could not be taken due to the damaged comb and roller had visible damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pretests could not be taken due to the damaged comb and roller had visible damage. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.